Event description:
Event description cpi received information that one day after the implant, this bipolar lead dislodged. The physician elected to perform an invasive procedure to replace the lead with a screw-in type lead.